Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test, and self test. Successfully downloaded history files and traces using thus. Pump error 37 was found in the history files 04-feb-2023 at 08:47:00.00 due to coasting timeout during basal delivery. Pump error 42 was confirmed in the history files on 06-feb-2023 at 15:38:00.00 due to boundary check for 0.025 u stroke failed. Pump was cut open to perform visual inspection and a corroded home switch, dried insulin in the motor slide, and evidence of moisture damage on pcba 1 and force sensor. The motor was removed from the pump to be tested on the stb 3 board test. The motor functioned properly on the stb 3 board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: keypad overlay peeling minor scratched lcd window. Pump error 37 confirmed in the history files due to coasting timeout caused by dried insulin in the motor slide and corroded home switch. Pump error 42 was confirmed in the history files due to a boundary check stroke fail caused by dried insulin in the motor slide and a corroded home switch. Pump passed full drive test. Cosmetic damage confirmed at the belt clip rails during analysis. Pump exposed to moisture confirmed on pcba 1 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of drive count/time values or changes incorrect for moving or coasting. Too slow or too fast (pump error 37) and drive count error boundaries exceeded after movement (pump error 42). It was reported that the pump had a crack. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.